Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported patient death remains unknown.

Event description:
Related manufacturing reference: 3008452825-2019-00022, 3005334138-2019-00028, 3005334138-2019-00029, 3005334138-2019-00030, 2182269-2019-00007. Following an atrial fibrillation procedure, the patient expired. During the procedure, the septum felt hard (non-elastic), fibrotic and resistant due to a previous procedure. During post procedure hospitalization, a pericardial effusion was discovered which evolved into cardiac arrest during the night. Reanimation with cardiac massage was performed, however the effect of the cardiac arrest led to cerebral death eight days post procedure and the patient expired on (B)(6) 2019. There were no performance issues with any abbott devices.